Event description:
Reporter alleged blood glucose measured 60 mg/dl at 8:18 am, back to back with a result of 163 mg/dl performed at 8:21 am. No actions were taken or treatment receive reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.